Event description:
A patient underwent a 4-level anterior cervical discectomy and fusion procedure on (B)(6) 2023. At the 6-month postoperative visit, radiograph images revealed a screw fracture at c6 with the proximal end backing out of the plate and a screw back out at c3. Revision surgery is planned but has not been scheduled.

Manufacturer narrative:
The implants remain in the patient. Revision surgery is planned. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Radiograph images were provided which confirmed the event. Based on the information provided, a root cause could not be determined. If additional information is provided, a supplemental report will be filed accordingly.